Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the polaris spectra system control unit (scu). The system then passed the system checkout and was found to be fully functional. The scu was returned to the manufacturer for analysis. Analysis found that the returned scu powered up with the amber fault light on. A check of the ndi toolbox indicated a hardware fault. The event log had recorded several intermittent instances of internal strober error dating back to sep 5. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when connecting a microscope to this system, the site was getting an orange line showing the microscope is not connected. The system could not connect when tested with multiple microscopes. It was also reported that there was an amber lights on the polaris spectra system control unit (scu). When checking the ndi toolbox logs the scu presented a internal strober fault on the scu page with multiple "internal strober could not enumerate" errors in the event log starting 9/5/18. They used the same microscopes with another system and were able to get a green line of communication. Both systems had the toolcard for the microscope bracket and used the same microscope cable. No patient involved.